Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported she lost consciousness and the ambulance brought her to the hospital. Her blood glucose was 19 mg/dl when the ambulance arrived and was 40 to 42 mg/dl at the time of admission. The customer did not recall further details regarding the event. Customer declined troubleshooting and to return the device for analysis.